Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the device interrogates devices with no issues found. Device also passed functional and systems tests. (B)(4).

Event description:
It was reported there was no telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.